Manufacturer narrative:
He investigation has been completed. Based on the analysis, the alleged malfunction could not be evaluated due to a different issue that was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The contact reported the battery depleted from 100% to 65% overnight. The customer¿s blood glucose was 343 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.